Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 240 mg/dl. The customer was advise to insert new aaa alkaline battery. The customer stated that the display returned. The customer was advised that we will ship a replacement battery cap. The customer also reported via phone call indicating that the insulin pump alarm weak battery and failed batter test. Customer's blood glucose was 240 mg/dl. The customer was advised that we would sent a replacement pump. The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose was 105 mg/dl. The customer was advised that we will send a replacement battery cap. The customer reported via phone call indicating that the insulin pump alarm a21. Customer's blood glucose was 105 mg/dl. The customer was advised to monitor the insulin pump and call if issues recur.